Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. The field service representative (fsr) was dispatched to the customer facility. The fsr tested the occluder operation but could not duplicate the reported issue. The fsr replaced the occluder module as a precautionary measure. The occluder system operated to manufacturer's specifications. The fsr downloaded the error logs and returned the suspect occluder module to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, an error message "service occluder module" appeared on the occluder module. The product was not changed out since the perfusionist used a clamp to occlude the venous line. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: during cpb, a "service occluder module" message was posted on the central control monitor (ccm) and the perfusionist noticed the occluder was not functioning. The perfusionist opened the occluder cover and removed the tubing from the occluder and used tubing clamp forceps to control venous drainage the remainder of the procedure. The case was completed successfully, without delay and without associated blood loss. There was no harm.

Manufacturer narrative:
Updated evaluation codes. The reported complaint was confirmed via data logs. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per log analysis, on 28-dec-2017 a perfusion screen is opened and the occluder is successfully calibrated. At 12:57:22 pm, the occluder reported a vmot current alert. At that time the occluder slider was being continuously moved. The occluder log shows "vmot current out of range" current = 3378 ma (over range), and voltage = 23.990 v (ok). This will cause the alert message "occluser : service module" as reported. This also causes the occluder to become uncalibrated and unusable as reported. It is possible, the constant adjusting of the occluder position caused the vmot current draw to approach the alert threshold. It may have crossed the alert threshold causing the issue. During laboratory evaluation, the product surveillance technician (pst) could not duplicate the reported complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.